Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the cause of the discordant ca and mg results was due to a malfunction of the seals in the dilution probe aspiration pump and the sample aspiration/ dispense pump, which were replaced. Fse ran precision study. System is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1800 calcium (ca) and magnesium (mg) results were obtained on patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no report of patient intervention or adverse health consequences due to the discordant ca and mg results.